Event description:
It was reported that pocket erosion occurred due to development of keloid tissue. The device was explanted and replaced. The patient healed appropriately and a month later, a new device was implanted with no further complications.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis was normal. No anomaly was found.